Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged burning odor, during pil investigation foam degradation was observed. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. If additionally, information added, a follow up report will be submitted.